Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing and loss of capture. An x-ray was obtained indicating ra dislodgement as the entirety of the lead was observed within the device pocket with the helix extended. Poor rv pacing thresholds were also observed. A revision procedure was performed wherein both leads were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found noted the lead was returned with the stylet inserted and blood in the helix neck area. The lead passed all electrical and structural integrity tests. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations, including dislodgement.